Event description:
It was reported that the pt fainted and fell backwards in the bathtub five days after charite artificial disc implant surgery. The pt hyperextended and is not symptomatic at this time. The poly core was reported to have extruded and the endplates were resting on each other. Revision surgery was planned. The surgeon stated that this event was due to the pt falling and not due to device failure. Depuy spine is taking a conservative approach in filing this as an MDR.